Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, when the glass ampule was cracked, the glass piece came out. There was no adverse patient consequence reported. Additional information has been requested.